Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: d2b (mcw; dqx). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a thrombectomy and atherectomy procedure, the proximal part of the catheter shaft allegedly melted while performing a procedure outside the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, a catheter was received. The tube of the catheter had a huge hole in the tube, at 82 cm from the tip of the catheter. The tube was cut opened to show that the had no damages. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d2b (mcw; dqx), h6 (method, result, conclusion, component). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a thrombectomy and atherectomy procedure, the proximal part of the catheter shaft allegedly melted while performing a procedure outside the patient. The procedure was completed using another device. There was no reported patient injury.